Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device was disposed of by the facility. Further information has been requested regarding the issue, and if additional information is received a follow-up report will be submitted.

Event description:
The customer reported that two hours after an extended laparoscopic high anterior resection where this device was used, the patient returned to the operating room with significant blood loss. During the original case, the hook was used for most of the dissection, and the ligasure portion was used occasionally for tissue hemostasis. The ligasure portion was also used to divide the mesorectom. There was no intraoperative bleeding, and a defunctioning ileostomy was not deemed necessary. During recovery, the patients drain bag was blocked and had blood/clots. The patient was returned to the operating room for a laparoscopy, and the blood was found to be from the mesorectum within the abdomen. The bleeding was from different points, as if the ligasure had not worked. The physician used a harmonic device to stop the bleeding. Due to traction on the anastomosis, a defunctioning stoma was deemed safer. The area was washed in addition to the defunctioning ileostomy. This was performed and the patient transferred to itu for observation. The patient was improving at the time of the report. A forcetriad had been in use, and testing found no issues with the generator.